Manufacturer narrative:
Results evaluations (other): smiths med international's investigation of this complaint was limited as no sample was available for return for analysis. Investigation of this complaint was therefore limited to the following sources of info: the product instruction for use leaflet, the complaint incident report form and the complaint history for this product. A review of our complaints history confirmed this to be the first complaint of this nature for this product. A batch review was not possible as no lot number was available. A technical documentation review was carried out which raised no anomalies. A clinical review of the incident reveals that the pt would have breathed through the tracheostomy tube connector, however, upon fitment of the speaking valve the pt was prevented from exhaling, resulting in the pt death. Though we are unable to comment on the instructions supplied with the shily speaking valve, the portex "orator" speaking valve supplied as a component part of a portex vocalaid tracheostomy tube contains a warning which states "do not use with cuffed tracheostomy tubes without first deflating the cuff, or using a fenestrated tracheostomy tube without using a fenestrated inner cannula, as vocalization and exhalaton will be prevented." Though was are sympathetic to the unfortunate outcome for the pt, there is no evidence to indicate product failure during treatment. This incident relates to a competency issue on the part of the caregiver. In view of the presence of the warnings already in place within our product literature, this complaint will be closed without the need for corrective actions at this time. This report has been logged for trending purposes.